Manufacturer narrative:
During processing of this complaint, attempts were made to obtain completed events, patient and device information. Evaluation of the returned device revealed shaft carving. Further internal inspection revealed damaged garage leaves, a failed pusher body to nylon shaft bond, a displayed safety released rod, a damaged trigger button, a damaged pin guard and a clip loaded on the carrier tube. The damaged garage leaves and failed pusher body nylon shaft bond are a result of shaft carving. The root cause for the shaft carving is undetermined. The displaced safety release rod is consistent with user manipulation of the device. The root cause of the damaged trigger button and pin guard are the result of an attempt to fire the trigger button prior to the thumb advancer being aligned with the finish arrow. No malfunction was detected and the lot history record (lhr) review did not produce any information revealed to this complaint.

Event description:
Device malfunction: vessel locator wings would not stay open. Time of device malfunction: during vessel closure procedure. Symptoms/ae: none. It was reported that a surgical technician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. After advancing the starclose device into the sheath, the vessel locator button would not deploy the clip. The technician kept the vessel locator wings opened using his thumb and tried to deploy the clip; however, unsuccessfully. Hemostasis was achieved with manual compression. The patient did not experience any adverse sequelae. Though requested, no additional information was available.